Manufacturer narrative:
. H11: the device was received for evaluation. During functional testing, the keyboard issue was reproduced; some keys triggered double presses and some keys acknowledged a different press. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the defective keypad. This issue is being further investigated. The front panel assembly / keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novumiq lvp (large volume pump) had keypad issues. This occurred during testing prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.